Event description:
The physician was using a mo.ma ultra cerebral protection device to treat a lesion in the ica which exhibited no calcification or tortuosity. No abnormality was noted during preparation of the device. Negative prep was performed on both balloons prior to insertion into patient without any reported issues. Purging of the cca balloon confirmed no leakage, no air. During the procedure and when eca balloon was inflated, the physician was aware of that the cca balloon inflation port area became red. The physician purged cca balloon inflation port and aspiration of blood confirmed. It was considered that the cca balloon ruptured. Though it was suggested that exchange of the moma device should be carried out, the physician continued the procedure using cgdw for cca protection. Only the eca balloon of the mo.ma was used and the cca balloon was not inflated during procedure. No health hazard was caused to the patient. Device evaluation: the device was received inserted in a double plastic pouch. Stopcocks, hollow mandrel and haemostatic valve connected to the working channel luer were also returned for evaluation. Traces of radio opaque solution were detected inside the inflation lumens proximal balloons was inflated using a vaclok syringe in order to detect the leakage source, however, no inflation was possible as a pinhole was detected on the surface. The balloon was analyzed and the pin hole was confirmed as well as an incision was found at the beginning of the proximal side of where the pinhole was detected.

Manufacturer narrative:
Evaluation, results: related to operational context (based on the analysis performed and on the information received balloon may have been damaged during the operation context). Conclusion: operational context contributed to event (based on the analysis performed and on the information received balloon may have been damaged during the operation context). (B)(4).